Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device : 1 coil perforated fallopian tube other coil migrated within fallopian tube'), abortion spontaneous ('pregnancy (miscarriage)') and pregnancy with contraceptive device ('pregnancy (miscarriage)') in a 30-year-old female patient who had essure (batch no. 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain. Concomitant products included influenza vaccine inact sag 3v (fluvirin) for pelvic pain female, nsaids since 2015 for vaginal bleeding and menorrhagia as well as ethinylestradiol; norgestimate (ortho-cyclen), ibuprofen and norethisterone (jolivette-28). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with gabapentin, mirtazapine (remeron) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, urinary tract disorder, depression, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The pelvic pain was unrelated to menstrual cycle; thinks its essure. Current weight 287 lbs. Discrepancy noted for essure insertion date (B)(6) 2015 (per mr). Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received: lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device : 1 coil perforated fallopain tube other coil migrated within fallopian tube"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain. Concomitant products included cilest (ortho-cyclen), ibuprofen, influenza vaccine inactivated (fluvirin), norethisterone (jolivette-28) and nsaid's since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with mirtazapine (remeron), gabapentin and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, urinary tract disorder, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bladder disorder, depression, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The pelvic pain was unrelated to menstrual cycle; thinks its essure. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received - new event "mental anguish, she did not undergo an essure confirmation test" were added. Concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device: 1 coil perforated fallopain tube other coil migrated within fallopian tube'), abortion spontaneous ('pregnancy (miscarriage) and pregnancy with contraceptive device ('pregnancy (miscarriage) in a 30-year-old female patient who had essure (batch no. 841535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids since 2015 for vaginal bleeding and menorrhagia as well as ethinylestradiol;norgestimate (ortho-cyclen), ibuprofen, influenza vaccine inact sag 3v (fluvirin) and norethisterone (jolivette-28). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with gabapentin, mirtazapine (remeron) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal hemorrhage, weight increased, urinary tract disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The pelvic pain was unrelated to menstrual cycle; thinks its essure. Current weight 287 lbs (130.2 kg). Discrepancy noted for essure insertion date (B)(6) 2015 (per mr). Lot number: 841535. Manufacturing date: 2011/03. Expiration date: 2014/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device : 1 coil perforated fallopian tube other coil migrated within fallopian tube"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain. Concomitant products included influenza vaccine inact sag 3v (fluvirin) for pelvic pain female, nsaids since 2015 for vaginal bleeding and menorrhagia as well as ethinylestradiol;norgestimate (ortho-cyclen), ibuprofen and norethisterone (jolivette-28). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems : depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with gabapentin, mirtazapine (remeron) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, urinary tract disorder, depression, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The pelvic pain was unrelated to menstrual cycle; thinks its essure. Current weight 287 lbs. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : event : dysmenorrhea (cramping) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device : 1 coil perforated fallopian tube other coil migrated within fallopian tube"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain. Concomitant products included cilest (ortho-cyclen), ibuprofen, influenza vaccine inactivated (fluvirin) and norethisterone (jolivette-28). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with mirtazapine (remeron), gabapentin and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, urinary tract disorder and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The pelvic pain was unrelated to menstrual cycle; thinks its essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events added per pfs: migration of essure device : 1 coil perforated fallopian tube other coil migrated within fallopian tube", "pregnancy (miscarriage)", device ineffective, weight gain, bladder or urinary problems or changes and psychological and psychiatric problems: depression. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.